Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade iii-IV. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Patient reported capsular contracture, baker grade unknown. Patient later reported capsular contracture, baker grade iii-IV. Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.